Event description:
A physician was attempting to use a non-medtronic (abbott) stent to treat a patient. The vessel was pre and post dilated. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The device did pass through a previously deployed stent. No resistance was encountered when advancing the device. Removal difficulties was reported, a snare was stuck on a stent in the patient, it broke so the loop portion is tacked against the vessel wall with a vbx. To remove, pulled with resistance, removed successfully in tandem without injury/intervention. No vessel damage reported. Procedure aborted, no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.